Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection revealed a cannula on a gauze pad. A further microscopic inspection revealed traces of adhesive on the cannula shaft which may have been insufficient and caused the needle to pull out of the hub. A review of the device history record could not be performed as a lot number was not provided for this incident. The sample has been forwarded to our manufacturing site in (B)(4) for further evaluation. Conclusion: a conclusion is not yet available as the evaluation is still in progress. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nurse administered a patient his/her morning dose of heparin with a 3 ml bd luer-lok¿ syringe with bd safetyglide¿ safety needle 25 g x 5/8 in. At 3:00 pm the patient complained of discomfort at the injection site. The nurse inspected the area and found a needle. The patient received an x-ray to confirm there was nothing else in his/her abdominal injection site.

Manufacturer narrative:
Results: one used sample was returned to the manufacturing site in (B)(4), CT for evaluation. Bd (B)(4) indicated that the evaluation conducted by bd (B)(4) (previously reported on the initial MDR) was reviewed and had no additional comments. Conclusion: although the customer's reported defect was confirmed by visual inspection, an absolute root cause for this incident cannot be determined.